Manufacturer narrative:
Lot 16g035 was manufactured july 22, 2016 ¿ july 23, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) infusors leaked at the filling ports after the devices were filled with solution. This was observed before use. There was no patient involvement. No additional information is available.